Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide slipped out of the artery upon deployment of the foot and caught on tissue. The foot could not be retracted. The method of achieving hemostasis was not provided. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot retraction problem could not be replicated in a testing environment based on the returned device condition. The reported loss of arterial access could not be replicated in a testing environment as it was based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an aortic aneurysm procedure. There was no tissue damage. Hemostasis was achieved with simple surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.